Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving sufentanil 50 mcg/ml at 34.895 mcg/day via an implantable pump. It was reported that the patient came in the evening of (B)(6) 2016 to the ¿emergency¿ of the hospital for a potassium deficiency. During the evening, the pump started ringing (critical alarm). The next morning, the patient experienced withdrawal symptoms and back pain as well as a return of symptoms. The hcp interrogated the pump and found a motor stall. After several telemetries, the motor remained stalled. The hcp decided to replace the pump on the same day. There were no environmental, external, or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.